Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens implant procedure, the calculation of the lens was found out to be calculated in an erroneous way. The surgeon performed a secondary surgery to rotate the lens, but the haptic was stuck very strong and the surgeon was not able to pull out the lens. It was discussed with the patient but the patient decided that she would preferred an external aid to correct the residual astigmatism (the one she had been using before surgery: toric contact lenses) and since it was resolved. The patient was satisfied with a toric contact lens after the surgery of the 1st eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint appears to be a coincidental event, that was not related to product, but to calculation issue. As it is stated in the file, that surgeon made the calculation of the lens in an erroneous way. A malfunction has not been indicated or information provided, that the lens was the cause of the event. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. Investigation has been completed, based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).